Event description:
It was reported that an ilet user received a notification that insulin had not been delivered for approximately six hours, and the user did not realize the device had stopped dosing until notified. A fingerstick blood glucose was 275 mg/dl, and the agent instructed the user to change supplies. Symptoms included hyperglycemia. Outcomes included product troubleshooting and education with replacement supplies shipped. Investigation included remote troubleshooting with user guidance on changing infusion and related supplies. Investigation of this case revealed user unawareness of suspended dosing and an insulin supply or delivery interruption consistent with out-of-drug or delivery stoppage. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or supply depletion leading to interrupted insulin delivery.